Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 460 to over 600 mg/dl. Customer experienced ketones and vomiting. Possible viral infection. Hospital treated with IV and released. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.